Event description:
Based on info reported to davol: a box was received of x-stream irrigation tube sets. The outer box was not damaged but two of the five units within had broken blister packages. These were inspected at incoming and prior to use to ensure package integrity. There was no pt involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that a box of x-stream irrigation tubing sets was received with two of the five units within had broken blister packages. The outer box was not damaged. The two devices were returned and visual exam confirmed that the units had various degrees of cracked/broken blisters. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.